Manufacturer narrative:
The company svc rep evaluated the unit and was unable to duplicate the event. The svc rep performed full calibrations, functional testing and safety checks to factory specifications. The iabp was in good operational conditions and was released to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, they set the alarm parameters but when the value passed that parameters, the alarm did not go off. No pt was involved.